Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation by quality engineering, it was determined that the cutter device was broken off inside of the locking mechanism of the motor device. It was determined that the motor device had excessive corrosion and medical debris in the locking mechanism assembly which prevented the lock tabs from releasing the cutter device. It was also noted that the identification of the cutter device could not be completed since the cutter was broken off below the laser marking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and device maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant medical devices and therapy dates: motor device; (B)(6) 2020. The device serial or lot number is unknown, UDI: the part number and gtin are unavailable, catalog number, serial number and lot number are unknown, brand name is unknown, 510(k) number is unknown, device manufacture date is unknown.

Event description:
It was reported that the motor device had an unspecified malfunction. Upon evaluation of the returned device, it was determined that an unknown cutter device was fractured off inside of it. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.